Event description:
It was reported, that the patient presented in the emergency room. Upon review, it was noted, that the right ventricular (rv) lead exhibited failure to capture and failure to sense. X-ray imaging was performed and revealed, a dislodgement of the rv lead. The lead was explanted and replaced. The patient was in stable condition.